Manufacturer narrative:
The investigation determined that lower than expected vitros glucose (glu) results were obtained from two samples from a single patient when tested using vitros chemistry products glu slides lot 0048-0968-0710 on a vitros 5600 integrated. Based on the investigation the most likely cause is a sample related issue due to the medical conditions of the patient and the treatment that the patient was undergoing at the time of the event including IV fluid treatment. At the time of the event, the patient was in end stage renal failure, hepatic failure and was suffering from pancreatic cancer. A medical consult from an ortho medical safety officer indicated that the patient¿s conditions and treatments could have been a cause of the event possibly due to endogenous interference, interference from drug treatment, or from potential sample dilution by residual IV fluid and high concentration of medication in the fluid, if the patient¿s local circulation was affected. In addition, the instructions for use for vitros glu states that certain drugs and clinical conditions are known to alter glucose concentrations in vivo. Furthermore, pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Based on historical quality control results, a vitros glu lot 0048-0968-0710 performance issue is not a likely contributor to the event. Additionally, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros glu reagent lot 0048-0968-0710.

Event description:
A customer obtained lower than expected vitros glucose (glu) results from two samples from a single patient when tested using vitros chemistry products glu slides lot 0048-0968-0710 on a vitros 5600 integrated. Patient sample 1 result of 43 mg/dl vs. Point of care testing result of 184. Patient sample 1 repeat result of 43 mg/dl vs. Point of care testing result of 205. Patient sample 2 result of 45 mg/dl vs. Point of care testing result of 243. Patient sample 2 repeat result of 45 mg/dl vs. Point of care testing result of 244. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the issue were to occur undetected on patient samples. The lower than expected vitros glu results were reported from the laboratory. However, a nurse questioned the results and no treatment was initiated, altered or stopped based upon the reported results. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) (B)(4).